Event description:
Patient presented to her physician with pain 2 weeks after implantation of essure micro-inserts. The physician ordered a CT scan which was normal and it appeared the essure devices were present and well positioned. The patient's pain continued, so the physician decided on hysteroscopic removal of the micro-insert on the patient's right side. The physician stated that the micro-insert was found intact and was easily removed; the patient's pain resolved following removal. Four days following micro-insert removal, the patient reported a fever to her physician and that she was again experiencing pain. Patient's white count was found to be elevated. The patient was also dealing with a viral infection. A second CT scan was performed which also showed no abnormalities. The patient was admitted to the hospital and given antibiotics. The patient's white count returned to normal and she was discharged from the hospital. The physician reported that the patient is currently doing well with no pain or other symptoms reported by patient. The physician believes that the patient's pain and symptoms following removal were directly related to the essure micro-insert.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.